Manufacturer narrative:
Evaluation codes: health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken striated on posterior side assessed, as surgical damage. Additional observations: crease fold observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a left side rupture. The device has been explanted and replaced.